Event description:
A malfunction identified as malf 12 was reported, with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump and continued to use it.